Event description:
It was reported that the patient¿s vns system registered high lead impedance. The patient was sent for x-rays, which were reported to look ¿ok.¿ the patient did not report any pain to the treating physician. Surgical intervention had not occurred to date. No additional pertinent information has been received to date.

Event description:
Product information for the implanted lead was received by the manufacturer. The patient¿s lead and generator were replaced in surgery. The explanting facility reportedly does not return explanted products and typically discards them following surgery. Product return is not expected. No additional pertinent information has been received to date.

Event description:
A company representative downloaded programming data from the physician's programming computer and observed the two diagnostic test results that initially indicated the high impedance for the patient's device. No additional relevant information has been received to date.